Manufacturer narrative:
The insulin pump was received in a holster with a depleted (B)(4) alkaline battery in the battery tube. The device had scratched display window and case, debris in the belt clip slot, reservoir tube threads, around the address/serial number label, motor support disk, and end cap. The battery cap was damaged at the coin slot, and light debris and corrosion in the battery tube and on the battery cap was noted during the visual inspection. After the battery was changed, an expected alarm occurred. The insulin pump passed the functional test including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
The attorney alleged that the infusion sets did not allow the insulin pump to vent, thereby causing too much or less insulin to be delivered. The customer went into an insulin shock and subsequently dies. No further information was provided.